Event description:
It was reported on an unknown date intraoperatively a symphony offset connector splayed upon implantation resulting in a severe rod bend. The surgery was completed successfully with a fifteen (15) minute surgical delay and no consequences to the patient. This report is for a symphony offset connector. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: b3: exact date of event is unknown; event occurred sometime in 2024. D2: additional product code: nkg. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a depuysynthes sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint has been reviewed, and it has been determined that the symphony oct system lateral offset connector diameter 3.5mm, short is not reportable. This report has been determined to be a duplicate of (B)(4). The involved product was reported in manufacturer report number: 1526439-2024-01749.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: corrected data: b1, b5, h1, h6: the initial complaint has been reviewed, and it has been determined that the symphony oct system lateral offset connector diameter 3.5mm, short is not reportable. This report has been determined to be a duplicate of (B)(4). The involved product was already reported in manufacturer report number: 1526439-2024-01749. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.